Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to hospital due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 435 mg/dl. Customer was treated with insulin drip. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to clear alarm. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement test, active current measurement test and self test. However, pump error 38 alarm during the rewind test, problem isolated to the motor assembly. Unable to perform the displacement accuracy test, displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.